Manufacturer narrative:
(B)(4). Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, the source of the infection is unknown. There is no information to suggest a manufacturing non conformances contributed to the event; however the patient¿s factors (previous endocarditis, IV drug use) could have contributed to the event. No manufacturing or IFU/labeling inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by a nurse coordinator, approximately 30 days post implantation of a 26mm sapien xt valve in the pulmonic position via transfemoral approach, the patient was admitted for severe septic shock, altered mental status (ams), and disseminated intravascular coagulation (dic) due to endocarditis. The patient was intubated and antibiotics initiated. Bc grew mrsa. The patient also had a large rash and was in dic. Patient began to go into multi-organ failure, requiring dialysis. The family made the patient a dnr and did withdraw of care.